Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The part number reported is not being manufactured currently, however, another part number from the same family was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 13 samples were taken from the current production; the samples were functionally inspected, and issue reported "leak - other" was not observed in the current manufacturing process. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "leakage on sher-I-swiv/fo double swivel connector, change 3 units, the status remain." Associated complaints: 3003898360-2025-00823, 3003898360-2025-00830 and 3003898360-2025-00831.

Event description:
It was reported that: "leakage on sher-I-swiv/fo double swivel connector, change 3 units, the status remain." Associated complaints: 3003898360-2025-00823, 3003898360-2025-00830 and 3003898360-2025-00831.

Manufacturer narrative:
Qn# (B)(4).